Manufacturer narrative:
Based on information received following submission of the initial report, this event cannula did not hold well on some syringes at an unknown timing does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Based on information received following submission of the initial report, this event cannula did not hold well on some syringes at an unknown timing does not meet criteria for reporting as a device malfunction.

Event description:
An other health care professional reported that the cannula did not hold well on some syringes. The other details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).